Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best; whereas, deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter compared to an unknown laboratory methodology. On (B)(6) 2022, at an unknown time, the patients inr result on the coaguchek in range meter was 3.1 inr. On (B)(6) 2022, at an unknown time, at the rehabilitation center laboratory, the patients inr result was 2.2 inr. On (B)(6) 2022, at an unknown time, the patient's inr result on the coaguchek in range meter was 3.2 inr. On (B)(6) 2022, at an unknown time, at the rehabilitation center laboratory, the patients inr result was 2.3 inr. The patients therapeutic range is 2.5 - 3.5 inr and the tests were performed within 3 hours. The serial number of the coaguchek inrange meter is (B)(4).